Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem customer technical support (cts) and there was a blockage in the cartridge. Additionally the customer is using admelog insulin. Cts informed the customer that admelog is off label per that tandem user guide. Customer changed the cartridge and resumed insulin delivery. Customer's blood glucose (bg) was 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed via manual insulin therapy. Customer went to the emergency room. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the ER 5 hours later with the issue resolved and no permanent damage.